Manufacturer narrative:
The date of this submission is 24-nov-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a physician reporting for a (B)(6) hispanic female consumer from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2014, the consumer used listerine gentle gum care mint floss (lot number 1384d, expiration date unspecified) dentally, only one time to floss her teeth. On the same day, the consumer had a severe anaphylactic reaction wherein she experienced swelling of throat and difficulty of breathing. On the same day, she went to the emergency room and she was admitted in the observation unit where she was administered solu-medrol (methylprednisolone sodium succinate) and benadryl (diphenhydramine) both given intravenously, epinephrine intramuscularly, unspecified fluid boluses and albuterol (route-unknown) for treatments. She was discharged on the same day and the events resolved. She experienced similar events before from an unknown cause. The physician mentioned that the consumer carries an epi-pen (epinephrine injection) with her. On an unspecified date, the physician performed an unspecified test on the consumer and found that she had an allergy to cinnamon. The test revealed that the consumer tested the strongest with the device which had a result of "plus 4" and the physician felt that the device caused the allergic reaction. It was also reported that the consumer did not seem to know that she was allergic to cinnamon prior to the use of the device. The floss was not used further. This report was assessed as serious (required intervention and hospitalization) and the company causality was assessed as related. Additional information was received on 22-oct-2014. A review of the data revealed no trend for the lot number. The retained sample package was visually evaluated and it was confirmed that the product contains cinnamon as specified on the paper insert and the dispenser label. The device history records were reviewed and no issue or defects were found. Based on the information available, the device was used for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious. Additional information was received on 10-nov-2014. The reporter was updated from physician to a registered nurse. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2014 from a physician reporting for a (B)(6)-year-old female consumer from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2014, the consumer used listerine gentle gum care mint floss (lot number 1384d, expiration date unspecified) dentally, only one time to floss her teeth. On the same day, the consumer had a severe anaphylactic reaction wherein she experienced swelling of throat and difficulty of breathing. On the same day, she went to the emergency room and she was admitted in the observation unit where she was administered solu-medrol (methylprednisolone sodium succinate) and benadryl (diphenhydramine) both given intravenously, epinephrine intramuscularly, unspecified fluid boluses and albuterol (route-unknown) for treatments. She was discharged on the same day and the events resolved. She experienced similar events before from an unknown cause. The physician mentioned that the consumer carries an epi-pen (epinephrine injection) with her. On an unspecified date, the physician performed an unspecified test on the consumer and found that she had an allergy to cinnamon. The test revealed that the consumer tested the strongest with the device which had a result of "plus 4" and the physician felt that the device caused the allergic reaction. It was also reported that the consumer did not seem to know that she was allergic to cinnamon prior to the use of the device. The floss was not used further. This report was assessed as serious (required intervention and hospitalization) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 30-oct-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-sep-2014 from a physician reporting for a (B)(6) hispanic female consumer from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2014, the consumer used listerine gentle gum care mint floss (lot number 1384d, expiration date unspecified) dentally, only one time to floss her teeth. On the same day, the consumer had a severe anaphylactic reaction wherein she experienced swelling of throat and difficulty of breathing. On the same day, she went to the emergency room and she was admitted in the observation unit where she was administered solu-medrol (methylprednisolone sodium succinate) and benadryl (diphenhydramine) both given intravenously, epinephrine intramuscularly, unspecified fluid boluses and albuterol (route-unknown) for treatments. She was discharged on the same day and the events resolved. She experienced similar events before from an unknown cause. The physician mentioned that the consumer carries an epi-pen (epinephrine injection) with her. On an unspecified date, the physician performed an unspecified test on the consumer and found that she had an allergy to cinnamon. The test revealed that the consumer tested the strongest with the device which had a result of "plus" and the physician felt that I the device caused the allergic reaction. It was also reported that the consumer did not seem to know that she was allergic to cinnamon prior to the use of the device. The floss was not used further. This report was assessed as serious (required intervention and hospitalization) and the company causality was assessed as related. Additional information was received on 22-oct-2014. A review of the data revealed no trend for the lot number. The retained sample package was visually evaluated and it was confirmed that the product contains cinnamon as specified on the paper insert and the dispenser label. The device history records were reviewed and no issue or defects were found. Based on the information available, the device was used for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.